Event description:
It was reported that the pt expired. The cause of death was unk. It was noted that the pump rate was tapered gradually over a number of months. At the time of the pt's death the rate was essentially at the minimum rate. The pt wanted the pump explanted and was going to control with oral medications. The pump contained lioresal at the time of the event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.